Manufacturer narrative:
The event dates were reported as (B)(6) 2022 which is a future date. Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: (B)(4), united states. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a difficulty disconnecting the patient line of two (2) cassettes from the female connector (dark blue) of two (2) peritoneal dialysis (pd) transfer sets. This issue occurred during use of the devices for peritoneal dialysis therapy, during disconnection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) devices were received for evaluation. A visual inspection with the naked eye noted the female connectors separated from the main body. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Catalogue # - asku (previously reported as 5c4482) lot # - asku (previously reported as h21j12075) device was not available for evaluation (previously reported as yes). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b5: it was reported that there was a difficulty disconnecting the patient line of one (1) cassette (previously reported as 2) from the female connector (dark blue) of peritoneal dialysis (pd) transfer set. Should additional relevant information become available, a supplemental report will be submitted.